Event description:
It was reported that the shaft break occurred. The 80% stenosed target lesion was located in a mildly tortuous and moderately calcified left anterior descending (lad) artery. The was 15mm x 2.5mm quantum maverick catheter balloon was advanced to the lesion. However, the catheter was broken when the physician was about to dilate the lesion. The procedure was completed with another of the same device. No complications were noted and patient's status is stable.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. Returned product consisted of a quantum maverick balloon catheter with a quantum maverick pouch and carrier tube. The batch number on the packaging and device matched the batch number for this complaint. The balloon was tightly folded. The hypotube and strain relief were completely separated adjacent to the distal edge of the hub. The hypotube fracture surfaces were ovaled, which suggests the device was kinked prior to separation. There was no evidence that the confirmed separation was attributable to any product quality deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that the shaft break occurred. The 80% stenosed target lesion was located in a mildly tortuous and moderately calcified left anterior descending (lad) artery. The was 15mm x 2.5mm quantum maverick catheter balloon was advanced to the lesion. However, the catheter was broken when the physician was about to dilate the lesion. The procedure was completed with another of the same device. No complications were noted and patient's status is stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).